Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It is reported that a customer received a battery-out alarm on their insulin pump even after replacing the batteries with new ones. The patient's blood glucose level was 226 mg/dl at the time of the call. The customer's mother stated that there were no significant events that could have led to the issue. The mother stated that they will buy new batteries and will call back if the issue persists. No further information was provided